Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted instrument confirmed the stem trial extractor tip has fractured and remains inside the stem trial. The root cause of the fractured stem trial extractor tip is attributed to suspected misuse during removal of the stem trial from the bone canal. The investigation did not find any evidence of stem trial failure or product contribution to the fractured stem trial extractor threaded tip. No evidence was found suggesting product failure or product contribution and the need for corrective action is not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Trial universal stem became stuck in tibial canal. The stem trial extractor broke when the surgeon tried to use it. Threaded end broke off in stuck trial stem and handle disassociated from shaft also. This caused a surgical delay of approx 60 minutes.